Event description:
It was reported by the customer stating their st holster was dropped and now they have noticed that their rear rotation knob will not turn the probe. There was no patient consequence reported. Case was completed using their additional holster. Customer has a lorad table. St holster being sent back for repair.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.